Event description:
The customer reported that she has experienced high blood glucose levels and bent cannulas, but the insulin pump has not given any no delivery alarms. The customer was unable to troubleshoot at the time of the call as she did not have the tubing clamp. The customer stated that she would be calling back. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.